Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that transient ventricular tachycardia and st elevation occurred. The patient underwent an atrial fibrillation (afib) ablation procedure for treatment of afib. During ablation within the left inferior pulmonary vein, the patient developed transient ventricular tachycardia accompanied by st-segment elevation. As a result of these events, the procedure was incomplete and required additional intervention. The patient experienced intermittent episodes of ventricular tachycardia and required one shock for stabilization. No further information was provided at this time.

Manufacturer narrative:
B5: describe event or problem - updated, b7: other relevant history - updated, d4: lot number, expiration date, unique identifier (UDI) # - updated, c2/d10: concomitant product/therapy (0) - updated, g1: manufacturing site - updated, h6: impact codes - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the ventricular tachycardia and st segment elevation are patient's underlying arrhythmic condition. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the event of ventricular tachycardia and st segment elevation are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the available information, boston scientific determined that the reported ventricular tachycardia and st segment elevation were most likely related to the patient's underlying arrhythmic condition. The patient's predisposing factors, including prolonged qt interval and hyperkalemia, may have contributed to the reported event. In addition, the reported st segment elevation was assessed as likely secondary to transient ischemia during the arrhythmic episodes. The device was disposed of and was not available for technical analysis. No evidence was identified to suggest that a device malfunction contributed to the event.

Event description:
It was reported that transient ventricular tachycardia and st elevation occurred. The patient underwent an atrial fibrillation (afib) ablation procedure for treatment of afib. During ablation within the left inferior pulmonary vein, the patient developed transient ventricular tachycardia accompanied by st-segment elevation. As a result of these events, the procedure was incomplete and required additional intervention. The patient experienced intermittent episodes of ventricular tachycardia and required one shock for stabilization. No further information was provided at this time. It was further reported that the patient, who had a known prolonged qt interval, an elevated potassium level of 6, and a history of extensive supplement use, underwent an atrial fibrillation ablation under general anesthesia. After ablation had begun, glycopyrrolate was administered. During ablation within the left inferior pulmonary vein (lipv), the first application resulted in transient ventricular tachycardia (vt) and st-segment elevation. The patient subsequently experienced pauses followed by recurrent vt episodes, prompting the physician to stop and restart ablation as the ECG intermittently normalized. Irrigation remained uninterrupted, no air was observed or suspected, and standard aspiration and flushing were performed during catheter exchanges. No defects were noted in any boston scientific products (farawave, versacross connect, and faradrive). The patient required one shock for stabilization. The physician's clinical impression was that the events represented pause-mediated, transient ischemic vt, possibly related to glycopyrrolate rather than the device. The patient remained hospitalized overnight, recovered without further complications, and was discharged home the following day in stable condition.